Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high iron (fe) result, which were generated on (B)(4) 2010 by unicel dxc 800 pro chemistry analyzer. The result was reported out of the laboratory. On (B)(6) 2010 the physician had the patient redrawn and lower fe result was obtained. Unknown if patient treatment was initiated or withheld based upon the initially reported high result.

Manufacturer narrative:
Qc data pre and post the event was within the lab established ranges. Service was dispatched. No additional information is available.